Event description:
It was reported that a spectrum pump displayed system error 110 during therapy (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 110 was confirmed through a review of the event history log and found to be caused by motor gear set screws loose. The gears were replaced.